Event description:
There is no additional information available.

Manufacturer narrative:
Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported fault is due to the touch screen on the devices and believes the touch screen is just very easily set off. The tourniquet had been on for too long during the procedure. This resulted in the patient having more pain post-op and thus a longer stay. The event timing is during surgery. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - united kingdom.